Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information available indicated that during generator change, the device was reprogrammed and dft test was performed successfully. The patient condition is good.

Event description:
It was reported that during a pc shock test an alert was given for possible lead damage. Low, out of range, high voltage lead impedance was observed. All other electrical parameters were normal. The lead will be tested during a scheduled device replacement. The patient will be monitored with routine follow-up.